Event description:
Customer reportedly received the following results within 10 minutes on the advantage system: 582 mg/dl, 165 mg/dl, and 248 mg/dl. No action was taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.